Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The functional tests could not be performed due to the display anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was accidentally slammed in a door and dropped to the ground; the screen became cracked. The customer's blood glucose was 420 mg/dl, which was treated with manual injection. It was stated that the customer received a low reservoir alert. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.